Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 23 or pump error 15 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 23 alarm on 11/18/2024 at 17:19:10.000. Pump alarmed a pump error 15 alarm (file #: 38, line #: 442, esf #: (B)(4)) on 11/18/2024 at 17:19:08.000 due to possible software anomaly. Pump alarmed a pump error 4 alarm on 11/18/2024 at 17:19:08.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 23 was not confirmed during testing. Pump error 15 was confirmed in the pump history files and traces due to a software anomaly. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 15. Moisture damage was confirmed found isolated on to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23: a post-reset ram crc alarm , pump error 15: reported the critical block and inverse critical block did not add to zero. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours and error wasn't immediately after battery change no harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.